Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, several vf episodes were observed. Undersensing and a decrease in sensing were observed. The patient received an inadequate shock in the episodes. The physician elected not to take any action. The patient condition was good.